Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that when depth gauge was used in surgery, it gave readings 2mm longer than expected.